Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the side rail release arms levers were bent. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician straightened the lever arms to resolve the issue. Based on this information, no further action is required.